Event description:
Additional information received indicated further episodes of post-paced t-wave oversensing were observed on the device. New reprogramming parameters were presented to the healthcare professional, however, no additional intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated further episodes of post-paced t-wave oversensing were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the event was resolved by reprogramming.

Event description:
Additional information received indicated additional reprogramming was performed to resolve the event. The patient was in stable condition.

Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.